Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was involved in a car accident and presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2015.